Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope had a gap and tear on the tip during reprocessing. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: peeling glue between distal end and probe unit, missing thixotropic adhesive forceps cover, missing glue on pink rubber. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: tear/gap is located on the tip is due to peeling glue between distal end and probe unit. Based on the results of the investigation, most probable cause of the malfunction missing thixotropic adhesive forceps cover, missing glue on pink rubber was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.